Manufacturer narrative:
MDR 2432235-2025-00076 was initially filed on 06-mar-2025. Additional information (10-apr-2026): siemens healthcare diagnostics concluded the investigation of the event. Along with the service activities mentioned in the initial report, the siemens customer service engineer (cse) further evaluated the event and completed the failure analysis, and it was determined that the internal microswitch that operates the pump motor was contaminated that led to corrosion of the copper contacts inside the switch, which further caused the switch to heat up and created a burning smell. The service activities mentioned in the initial report resolved the event. The analyzer is performing according to specifications. No further evaluation of this device is required. The investigation conclusion code in section h6 has been updated.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that the siemens customer service engineer (cse) experienced electrical shock while troubleshooting the atellica ch 930 analyzer. The cse inspected the analyzer and found that the liquid waste errors were causing the analyzer to be down, after inspecting the condensate pump it was noted that the condensate pump was shorted out and was unable to pump waste out to drain. Then, the cse replaced the condensate pump, and which started pumping liquid out with no leak. The cause of the event is unknown. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that the siemens customer service engineer (cse) experienced electrical shock while troubleshooting the atellica ch 930 analyzer. The customer stated that the cse¿s arm felt numb right after the electrical shock and the cse visited the hospital for a checkup. The cse is fine and did not require any medical attention or treatment. There are no known reports of adverse health consequences due to the event.